Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that reservoir compartment was broken. It was also reported that insulin pump did not rewind correctly and insulin flow was slow. Customer's blood glucose was 600 mg/dl. Customer was advised that insulin pump would need to be replaced.